Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Cleaning/spd issue with offset impaction handle. Black residue came out when surgeon was trying to screw cup on. Because it contaminated the entire field, the surgeon demanded both handles be removed immediately and are set aside and packaged to be sent back. We will need two offset impaction handles to replace the two we will be sending back. Case type: tha. Surgical delay: 15 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted. Product identification: the returned product was confirmed to be a trident straight cup impactor, p/n 209830, l/n 32884 and RMA 267260. Inspection: material analysis concluded that no biological matter was observed. Please see attached material analysis report (mar) under the communication log. Product history: review of device history records indicate that 8 devices were accepted into final stock on 07/07/16 with no reported discrepancies. Complaint history review: review of complaint within trackwise database for p/n 209830, lot 32884 shows 0 other complaints related to the failure in this investigation. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Conclusion: functional inspection did not confirm alleged failure of improper cleaning.

Event description:
Cleaning/spd issue with offset impaction handle. Black residue came out when surgeon was trying to screw cup on. Because it contaminated the entire field, the surgeon demanded both handles be removed immediately and are set aside and packaged to be sent back. We will need two offset impaction handles to replace the two we will be sending back. Case type: tha. Surgical delay: =15 minutes.